Manufacturer narrative:
The product was returned. The damage observed matches the photo provided. The optic is damaged in two area along the edge of the lens. One area is the haptic insertion area. Both areas are split\torn\cracked\broken with loose lens material. The damaged areas match the same pattern that would appear if the lens was caused by two posts in the lens case. These two areas of damage might be interpreted as the reported complaint of foreign material. The damaged areas match the areas marked on the attachment showing where the foreign material was observed. Scratches are observed on both the anterior and posterior sides of the optic. All product and batch history records are quality reviewed prior to product release. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. No foreign material was observed. The damage that was observed may be interpreted as the reported complaint of foreign material. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective and had strange deposits on it. The timing of the event and patient impact are unknown. Additional information has been requested.